Event description:
Customer reported fluid under the screen of the insulin pump. Customer stated that they fell in the pool with insulin pump on. Customer's current blood glucose reading is 243 mg/dl and has a syringe to treat. No further information reported.

Manufacturer narrative:
All of the buttons functioned properly and no moisture damage was found on the keypad traces, the electronic assembly or the motor. The insulin pump also had a cracked reservoir tube lip and a cracked display window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.